Event description:
During bivad support the console indicated "high pressure", "low flow" on the left side. Letf side blood pump was only filling about half full. While trying to determine why the left blood pump was not filling completely, the perfusionist noticed the "emergency system on" indicator flashing. The perfusionist then observed "high pressure, low flow, low pressure" alarms on the left side, and a "low pressure" alarm on the right side. The console was exchanged with a back up system with no impact to the pt. Abiomed field service evaluated the console on site and was unable to reproduce the symptom or find any discrepancies with the console. The console was returned to service by the hosp.